Event description:
On 12/07/06 nellcor puritan bennett received a report that during a ventilator alarm a hilo evac 7.0mm tube was found bent in half and occluded 20 minutes after insertion by the surgeon. It was removed and a new one was inserted. The bent tube was discarded. No other information provided.

Manufacturer narrative:
Nellcor puritan bennett requested the reported tube be returned for failure investigation, but was advised it had already been discarded. Investigation of this complaint is currently in progress. A summary will be provided in a supplemental report if any new significant information is learned.